Event description:
It was reported that the cartridge pigtail was damaged and cracked. There was no reported impact to the customer's blood glucose level. Customer changed the cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.